Manufacturer narrative:
(B)(4).

Event description:
The customer reported an arrow arterial catheter ra-04220 needle breaking off the hub on needle retraction on a patient in the radial artery in the wrist. The needle became dislodged from the introducer hub when the clinician retracted the needle. There was a small amount of the needle protruding from the patient's skin. The clinician was able to grasp and then pull the entire needle out to remove it from the patient. The customer also explains the event as: the fault is the needle becomes dislodged from the hub and is only realized when the attempt to withdraw the needle becomes futile. The guide wire currently poses nil issues as it continues to remain intact to its hub and is withdrawn instead. There was no adverse event. No intervention reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one ra catheterization set and lidstock for evaluation. Visual inspection of the sample revealed that the cannula had separated from the hub. Signs of use in the form of biological material were observed inside the needle hub and on the cannula. There were no cracks in the hub or remains of the cannula within the hub. The cannula was able to be inserted back into the hub. The needle cannula outer diameter measured 0.0322", which is within the specification limits of 0.0320"-0.0325" per the cannula graphic. The inner diameter of the hub measured 0.035", which is within the specification limits of 0.0345"-0.0350" per the hub graphic. The needle cannula was able to be easily removed and re-inserted into the needle hub. A device history record review was performed, and no relevant findings were identified. The report of a needle cannula detached from the hub in use was confirmed the investigation. Visual analysis revealed that the cannula had completely detached from the needle hub. A device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reported an arrow arterial catheter ra-04220 needle breaking off the hub on needle retraction on a patient in the radial artery in the wrist. The needle became dislodged from the introducer hub when the clinician retracted the needle. There was a small amount of the needle protruding from the patient's skin. The clinician was able to grasp and then pull the entire needle out to remove it from the patient. The customer also explains the event as: the fault is the needle becomes dislodged from the hub and is only realized when the attempt to withdraw the needle becomes futile. The guide wire currently poses nil issues as it continues to remain intact to its hub and is withdrawn instead. There was no adverse event. No intervention reported.